Event description:
It was reported to nova biomedical that, a consumer received a result in the 400's mg/dl on their blood glucose meter. The consumer experienced a hypoglycemic event with required medical intervention with emt's. When the emt's arrived tested the consumer, and received a result of 42 mg/dl on their blood glucose meter were not done within a ten minute time period. The difference in the readings was determined to be clinically significant. The meter and test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.